Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels were over 500 mg/dl. The night before the call they also had high blood glucose about 400 mg/dl. They changed their infusion set in the morning. The customer stated that when she gets an infection her blood glucose would go up. They declined troubleshooting on the insulin pump. The customer will start using manual injections as well and will go to the hospital if needed. The device will not be returned for analysis.